Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent and an accurate measurement of helix length was unable to be obtained. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that post implant the patient felt pain in their back and left side from a possible perforation from the right ventricular (rv) lead. During the office follow-up, the rv showed increased and high thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.